Event description:
It was reported by the customer through emergency support program that the cardiosave intra-aortic ballon pump(iabp) had gas loss alarm during use. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h6 (investigation findings, investigation type, investigation conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had gass loss alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that the alarm was activating approximately 12 times per shift and asked for guidance on what actions to take should it recur. The customer reported using the help screen and the iab fill key and requested clarification on the cause of the alarm. Esp personnel instructed the customer to verify that there was no blood present in the helium tubing, all connections were secure and appropriate connected and there were no visible kinks in the line. Esp personnel explained the nature of the alarm and based on the information provided regarding the patient¿s hemodynamics and clinical presentation, determined that the alarm was most likely related to febrile temperatures and frequent changes in intrathoracic pressure associated with an irregular respiratory pattern. Complaint information obtained. Esp personnel advised the customer to contact me if the alarm occurred multiple times within an hour so that further troubleshooting could be performed together. Esp personnel did not hear from them.

Event description:
N/a.